Manufacturer narrative:
We received the 20l insufflator (9804ce026), and have performed a full functional test on the unit according to our protocol, and found the output pressures and flow rates to perform within protocol boundaries. At this time, we can verify the unit is performing within calibration specifications. This unit was last in house at stryker in august 1999. The recommended calibration period (provided in section 10 of the user manual, by technically qualified personnel is 2 years.

Event description:
It was reported that during a saphenous vein harvesting, co2 leaked into the vein through a hole. The patient's heart stopped. The bypass surgery was completed and the patient is doing ok.